Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 22-aug-2016 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the issue was caused by the system bug. A technical support specialist (tss) sent the load message to the station which resolved the issue and the inventory was successfully refilled, and no further problems were reported. The system functioned as intended after the technical support specialist troubleshot the device.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es auxiliary, medication was depleted after one pull and did not prompt for refill. The customer reported that there was a delay in patient care. There were no adverse events or injuries reported based on this event.